Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "a patient, leaving a medical consultation, was sampled on the doctor's written medical prescription. Subsequently, the platform called us to inform us that one of the red tubes taken had opened in the bag containing the samples, making it impossible to carry out all the analyses requested. The person informed us that this had been happening recurrently for several weeks in the hospital group, and seemed to be linked to a defect in the red tubes: the caps do not fit properly on the tubes.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer serum tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "a patient, leaving a medical consultation, was sampled on the doctor's written medical prescription. Subsequently, the platform called us to inform us that one of the red tubes taken had opened in the bag containing the samples, making it impossible to carry out all the analyses requested. The person informed us that this had been happening recurrently for several weeks in the hospital group, and seemed to be linked to a defect in the red tubes: the caps do not fit properly on the tubes."